Event description:
The distributor reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading the seals into the delivery tube. No additional info was provided. The distributor reported no pt complications.